Manufacturer narrative:
Based on the claim against the product by the customer noting a cautery issue, an investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. The product has not yet been returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained. A review of the site's instrument logs revealed that the instrument was not used on the reported event date. It was used subsequently on (B)(6) 2022 via system serial#: (B)(4). There were 2 uses remaining after this last usage. An image associated with this reported event was submitted for review. The image showed that the instrument had a damaged conductor wire and the insulation appeared to be damaged. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had intermittent energy during coagulation with the energy wire slightly protruding. A review of the provided image confirmed a damaged conductor wire. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the fenestrated bipolar forceps had intermittent energy during coagulation. The energy wire was slightly protruding. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable protruded gently. There were no signs of thermal damage at the site of insulation damage, and no arcing was observed. The instrument did not collide with any other instrument or tool during the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting intermittent bipolar energy, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have a broken conductor wire at the yaw pulley, within the insulation. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint regarding cautery issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.